Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a misidentification of neqas survey organism enterococcus gallinarum as enterococcus casseliflavus in association with the vitek 2 gram-positive (gp) identification (ID) test kit. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the neqas survey sample. Culture submittal was requested by biomerieux for internal investigation. Biomerieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) contacted biomérieux to report a misidentification of neqas survey organism enterococcus gallinarum as enterococcus casseliflavus in association with the vitek® 2 gram-positive (gp) identification (ID) test kit. An internal biomérieux investigation was performed. On a neqas survey (distribution 3926 sample 3950), 74% of biologists reported enterococcus gallinarum, on gp card (vitek® 2 software version v7.01): misidentification as enterococcus casseliflavus. The organism was subcultured on cba media and coh media, tested on 16s sequencing, vitek® ms, and on four (4) different lots of vitek® 2 gp cards. The vitek® 2 gp cards tested in-house, gave on 5/8 tests, a low discrimination between enterococcus gallinarum and enterococcus casseliflavus , with one (1) test against cdex for e. Gallinarum. For 3/8 tests (cl2 and cl3), vitek® 2 gp cards gave excellent identification to enterococcus gallinarum (98%). The customer's result was not duplicated: misidentification to enterococcus casseliflavus on vitek® 2, but the low discrimination between these 2 species, e. Gallinarum and e. Casseliflavus, was reproduced. Remark: the cdex test negative is atypical on vitek® 2 and confirmed on rapid id32strep strip. The non-yellow pigmentation of the colony is in favor of e. Gallinarum (complementary test recommended); atypical strain. Per internal testing, the identification to the species e. Gallinarum was well confirmed on sequencing and on vitek® ms.